Event description:
It was reported that the bur was coming out of maestro straight m attachment during a cut test at the manufacturing facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Evaluation in progress.

Manufacturer narrative:
During failure analysis, the reported event of the bur coming out of the device was confirmed. The device was not disassembled; therefore, no potential root cause could be determined. This is not a repairable device; therefore, it was not returned to the user facility following evaluation.

Event description:
It was reported that the bur was coming out of maestro straight m attachment during a cut test at the manufacturing facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.